Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm even after changing the infusion set many times. The customer reported no adverse event. The event involved product(s) mmt-864a, mmt-332a and mmt-1884l. Customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-864a. No product return is required for mmt-332a.

Event description:
Updated summary: customer reported having a high blood glucose event. Upon removal of set, the site was red and swollen. Customer had a bruise. No treatment was mentioned for the high. Customer did not receive medical treatment as a result of site issue. Customer did not have an insulin flow block with this set. There was no recurring insulin flow block. Customer had an insulin flow block during priming on another set on another day (see case-2024-01063865) and product not sticking on a third set on another day (see case-2024-01063864). Troubleshooting was not done for the high but was done for the site issue. Pump was used within 48 hours of the high. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.